Manufacturer narrative:
One single use device was received for evaluation. A visual inspection was performed and a white vertical crack was noted on the device's fill port. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a the fill port of a small volume folfusor was cracked. There was no patient involvement. No additional information is available.